Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14652. It was reported the midline incision was inflamed and leaking clear fluid. In turn, the incision was opened on (B)(6) 2022 to gather cultures. The cultures were negative for infection.

Event description:
Additional information received indicates the device was explanted as the infectious disease doctor wanted to see if the blister would heal. An abbott representative was not present.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.